Event description:
Patient was being treated for ruptured l-occipital dural avf [arteriovenous fistula] when during post procedure imaging, they saw something hanging into the vessel. At that time, the team investigated the catheter and noted the external catheters was the full expected length and that the hanging piece was some internal wire from the microcatheter. The tip was fractured and there was no easy way to retrieve the fractured microcatheter. The patient would need either a stent to remove the catheter which is not possible due to being on plavix and asa [aspirin] for treatment of the fistula or a carotid enterectomy which is invasive and comes with its own set of risks. This event most likely was a result of being caught on torturous vessels while pulling the catheter out. The fractured end remains in the patient's artery. A diagnostic cerebral angiogram was performed later r/t to the fistula; however, they found the fractured microcatheter from left-imax [internal maxillary artery] /left-eca [external carotid artery]to prox. Left-cca [common carotid artery] with no flow limitation or thrombosis.